Manufacturer narrative:
Device manufacture date: it was reported as 8/1/2016 but should have been 8/9/2016.

Manufacturer narrative:
Concomitant products: (2)bd 50ml syringes; bd 10ml syringe, therapy date (B)(6) 2016. The customer¿s report of a pcu os error and shut off was confirmed. Physical inspection of the pcu noted the device to be in good condition with the instrument seal intact. The three attached syringe modules were not received for evaluation. Analysis of the pcu event log shows that three syringe modules were attached to the pcu and were infusing fentanyl, dopamine, and vecuronium. At 6:05am on (B)(6) 2016 the volume infused was cleared. This was the last event recorded in the event log prior to the reported error. The next entry in the log, at 6:51am, shows a power on for the pcu . Analysis of the pcu error log shows that at 6:49am a pcu15 general os failure (error code 800.8000.0) occurred. The root cause of the pcu os error and shut off was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pcu alarmed with a high pitched tone for a communication error on three modules; infusions of dopamine, fentanyl, and vecuronium on a nicu patient were interrupted and the patient's heart rate increased and blood pressure and oxygen saturation dropped. They switched the modules to another pcu and continued the infusions; there are no details available for any medical intervention provided. The customer states that they found that the device had a "general os error" and shut off.